Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
On 04/14/2017 litigation papers received. Litigation alleges pain, high metal ions, pseudotumors, high levels of toxic metal debris, swelling, inflammation, damages to surrounding bones and tissues. This complaint was updated on 04/26/2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Update aug 8, 2017: legal medical records received. In addition to what was previously alleged, pfs alleges headaches, fatigue, metallosis, possibly heart arrhythmia, thyroid nodules and a cyst on liver. After review of the medical records for the MDR reportability, patient was revised to address wear of left hip articular bearing surface. Revision notes reported of abundant brownish fluid, pseudocapsule, and no evidence of wear on the trunnion and metal liner. Product codes and lot numbers were updated. This complaint was updated on aug 22, 2017.